Manufacturer narrative:
(B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early postprocedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause for the stroke cannot be confirmed; however, in addition to the procedure itself, the patient¿s advance age and pre-existing co-morbidities may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
One day post transfemoral tavr procedure, MRI confirmed the patient had suffered a small stroke. Case summary: to determine valve size the team planned to bav with injection using an ew bav under rvp. Upon inflation, the bav slipped ventricular and a second attempt also slipped ventricular. The ew bav was removed and a zmed advanced across the annulus. The first inflation slipped aortic, the second slipped ventricular and the team decided to try one more time and inject even if the bav was not fully across the annulus. The final bav slipped aortic and an injection was done showing moderate ai. After discussion the team decided to prep a 26mm s3 valve with 1cc removed from the system. The 26mm commander was prepped with 1cc less and advanced/aligned without issue. After several attempts using manual and fine adjustment and repositioning the pacer the bottom of the center marker was placed at the base of the cusps. The s3 was deployed slowly under rvp landing 90:10. A few minutes after the valve was deployed the patient had a run of vt which resolved without intervention. Echo reported trace pvl, no cai and confirmed by aortogram. Gradient was reduced to 3mmhg. Pod1 MRI confirmed patient has suffered a small stroke. The patient was moving all extremities but exhibiting expressive aphasia.